Manufacturer narrative:
The customer indicated the use of an unknown cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The viscoelastic indicated is not qualified for the approved combinations for this lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon stating the patient is happy following the lens exchange.

Event description:
A customer reported that following an introacular lens (iol) implant procedure, the patient experienced poor vision. The target was plano, and the patient ended up -1 sphere. The lens was exchanged. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).